Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in november 2024. H11: the device was received for evaluation. Visual inspection was performed and black particles of foreign matter was identified on the inlet tube. The reported condition was verified. The cause could not be determined; however, the cause was most likely due to variations of the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented high-volume inlet had particles in the hose. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.